Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was reported that the operating system for the smart device was not a supported system. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause was the transmitter and app were unable to establish a connection. Labeling indicates: before upgrading your smart device or its operating system, check dexcom.com/compatibility. Automatic updates of the app or your device operating system can change settings or shut down the app. Always update manually and verify correct device settings afterward.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "the reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined via data." Event problem and evaluation codes - correction "conclusion code(s): (B)(4)."

Event description:
The root cause was determined to be caused by potential patient misuse. The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and the test passed. A review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed. The root cause was determined to be potential patient misuse.